Event description:
The cause of the vocal cord issues were noted to be due to vns surgery and stimulation. Patient generator was programmed off. Since implant, patient has had issues with vns and her voice. Patient was unable to be increased above 0.75ma. Patient had complete lose of voice for 2-4 weeks at times. Patient was seen by ent and there was damage confirmed on one side and continuing stimulation would increase likelihood of further damage. No additional relevant information has been received to date.

Event description:
It was reported a vns patient was experiencing vocal cord paralysis. Vns was noted as scheduled to be turned off. No additional relevant information has been received to date.